Manufacturer narrative:
H10: the device was received for evaluation. An unaided visual inspection was performed and no defect could be identified that was related to the reported issue. Upon functional testing, a leak was observed at the port 2 spike port bonding area of the container. The reported condition was verified. The cause of the condition could not be determined; however, it was most likely due to inadequate, or lack of cyclohexanone applied to the spike port cap tube when it was inserted to the spike port during the manufacturing process causing an incorrect bonding. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 1000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag leaked in the administration port. The issue was identified during setup. There was no patient involvement. No additional information is available.